Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2015 device evaluation: the device has been returned and evaluated by product analysis on 03/31/2015 with the following findings: the display was dim and the letters had a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015 the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose (bg) of 50 mg/dl with shakiness, being sweaty and unsteadiness when standing and walking associated with a dim/discolored display screen. Reportedly, the patient discontinued insulin pump therapy and was treated by emergency medical services with unknown treatment. The reporter stated that the display was dim and discolored and the patient could not read the screen safely. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with a dim, discolored display.

Manufacturer narrative:
Follow-up #2: device evaluation: the device has been returned and evaluated by product analysis on 04/13/2015 with the following findings: the last basal delivery was on (B)(6) 2015 at 10:35am. There was no activity outside of normal use observed. The total daily doses added up and equaled the programmed basal target. The pump powered on with a fully illuminated and clear display. The pump reflected 24u after a 24hr on 1 u/hr basal program duration test. There were no errors, alarms or warnings during the investigation. The product performed within specification. The original complaint could not be duplicated or confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.